Event description:
Reportedly, on (B)(6) 2011, the pt underwent a cardioversion shock. Afterwards, absence of sensing was observed for several mins. The device could be interrogated but the egms (intra-cardiac signals) were flat. Nevertheless, pacing output was observed at the basic rate. The physician requested an explanation.

Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.